Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
During surgery to replace the ipg (reference MFR. Report#:1627487-2017-07555), it was found the ipg set screw was seated incorrectly and lying askew. One of the leads were fractured (reference MFR. Report#: 1627487-2017-.08640). The ipg remains implanted with one lead.